Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the last two months the right ventricular (rv) lead defibrillation impedance have been unstable and high. An x-ray did not show any apparent lead damage. The lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.